Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(6)) stopped compression with the message indicating "check patient alignment" was confirmed based on the review of the archive data; however, it was not confirmed during the functional testing. The autopulse platform passed the testing and functioned as intended. Based on the archive, the autopulse platform stopped compressions and displayed user advisory (ua) 02 (compression tracking error) and (ua) 18 (max take-up revolutions exceeded) error messages. The probable root cause for the reported complaint could be due to the misalignment or inappropriate movement of the patient or the lifeband has occurred, likely attributed to an unintended user error. During visual inspection, there was no physical damage observed on the autopulse platform. The autopulse platform passed the initial functional testing without any fault or error. A review of the archive data showed occurrences of the (ua) 02 and ua18 error messages recorded on the reported event date, thus confirming the reported complaint. User advisory is the clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. The user advisory (ua) 02 alerts the operator as the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. The user advisory (ua) 18 is an indication that autopulse platform has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. Following the service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
During the call, the autopulse platform (sn (B)(6)) was used for a female patient in cardiac arrest. After about 10 minutes of use, the platform stopped compression with the message indicating "check patient alignment". The crew immediately revert to manual CPR. No consequences or impact to the patient.